Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4). Was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4). Which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00971527 case subject: npi 8100 error 210.5020 account name: wake forest baptist health lexington medical center account #: 1393401 asset name: 8100 pump module v8.5.29.0 asset location: contact: bill halmi contact email: bhalim@wakehealth.edu contact phone: 743-333-9548 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8100 module giving a 210.5020 error. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: biomed tried another logic board and did not fix the issue. Used ka 12137 alairs infusion error 210.5020 and recommended he check the door harness and then replace the display board. Gave part number to display board and biomed ended call. Ref:_00d30y0yr._5000l1qjogt:ref